Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Evaluation of the device on june 23, 2018 found that the device had a damaged comb, roller, gear, and side plates and could not be a pm repair, awaiting approval. . The customer approved a tier 4 repair. There was no pretest on the calibration or test cut due to a bent comb. The device was received with cutters 1.5-1 (B)(4) and 3-1 (B)(4) repair of the device occurred the same day and involved the side plates, bushings, comb, roller ratchet gear, and gear being replaced. The device was tested and calibrated. The cutters 1.5-1 (B)(4) and 3-1 (B)(4) produced passing cuts. Probable/root cause: while it was noted that it required repair for additional defective components, it is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: based on the information provided, this investigation determined that there is no need for further action at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Event description:
It was reported that initially preventative maintenance was needed. Later, it was noticed that the unit required repair. During investigation, it was discovered that the comb was bent. No adverse events were reported as a result of this malfunction.